Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('stabbed me through my uterus') and internal haemorrhage ('had internal bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and internal haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). At the time of the report, the uterine perforation and internal haemorrhage outcome was unknown. The reporter considered internal haemorrhage and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation and internal haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.